Manufacturer narrative:
The customer's complaint of a tubing leak could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that while intralipids was infusing the clinician noted a tubing leak near the syringe pump. There was no patient harm.